Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: there was a possible failure in the infusion of medications in a shorter time than scheduled. Prescribed morphine 1.6 milliliters an hour (ml/h), infused at 9 milliliters an hour (ml/h). No patient complications were reported as a result of this event.